Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into another transcatheter bioprosthetic valve that was implanted high, this valve dislodged into the left ventricle upon release from the delivery catheter system (dcs). As this valve was snared, the snare pulled the valve¿s frame loop and tilted the valve deeper. A second snare was used to move both valves above the annulus. Both valves remain implanted in the ascending aorta and severe regurgitation of the native valve remained. No additional treatment was prescribed and no additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight was requested but unable to be obtained. The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).